Event description:
Patient noted to have swelling in their right arm as well as rash possibly due to an allergic reaction to cefazolin. A 4.0 fr, 18g PICC, single lumen catheter # rerb0508 was inserted into the right basilic vein. The tip was located in the superior vena cava (svc). Acute axillary vein dvt was confirmed by a scan. The patient was sent to the ER for assessment and a prescription of anticoagulants.